Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: (B)(6) 2023.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared to be bloody. No other anomalies were noted to the device. During the functional test, an in house presto inflation device was used to inflate the balloon and noted that water was leaking from the balloon. Then balloon fibers were stripped and a longitudinal rupture was noted to the balloon. Therefore, the investigation is confirmed for the reported balloon rupture as longitudinal balloon rupture was noted during the functional test. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.